Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 478 mg/dl. Customer was treated with manual injections. Customer¿s current blood glucose level was 360 mg/dl. Customer felt symptoms but they did not mentioned. Customer alleged insulin pump was under delivering as it was not delivering enough insulin to the patient. Customer did not use auto mode at the time of incidence. They failed high pressure test during troubleshooting. The reservoir will not be returned for analysis however, the insulin pump will be returned for analysis.